Event description:
It was reported that there was noise, oversensing on the ventricular channel and none on the atrial channel. Clinician wondering if this could be electromechanical interference (emi) and already re-programmer right ventricular sensitivity. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.